Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately eight and a half months post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10: medical product: copal g + c bone cement, item# 66041214, lot# 98401030. Femur trabecular metal (cr) standard porous, item# 42502807001, lot# 65098331. All-poly patella cemented 32 mm diameter, item# 42540200032, lot# 65271069. Articular surface (mc) left 10 mm height, item# 42512100810, lot# 65197121. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.